Manufacturer narrative:
H3: product analysis of (B)(4) , lotno: 227097377 as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened concerto implant coil inner pouch and within a dispenser track. The unknown micro catheter used in the event was not returned. The concerto implant coil was returned within introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be broken distal to load indicator and bent at ~ 8.1cm from proximal end. The implant coil was found to be returned already detached within introducer sheath. The shield coil was found to be intact. The implant coil was found to be stretched and damaged. The implant coil was unable to pushed out further from introducer sheath for additional analysis as it was found to be stuck. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil could not be advanced during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event. Additional information received reported that the procedure was completed with a new product.